Event description:
The customer returned the xenon light source, which is an olympus asset with no reported complaint. During the evaluation of the device, blinking front panel was observed. The service repair technician indicated that the most likely cause of the blinking front panel was due to faulty socket. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint was traced to faulty socket. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.